Event description:
Pt reported obtaining back-to-back blood glucose results of 300 mg/dl and 113 mg/dl on the advantage system. Pt indicated that, at the time the results were obtained, she was not exhibiting symptoms of hyperglycemia. Pt did not take any action based on these values. No adverse event was reported. Quality control testing had not been performed on the advantage system. Technical support requested the return of the suspect product and replacement product was shipped.